Event description:
Anesthesiologist unable to push medication through the connector. Syringe worked fine but it would not flush once connected to connector, both when attached to the catheter and unattached to the catheter. A new tray was opened with same lot number and there was the same problem. Another new tray opened with different lot number and epidural replaced with no issues.